Event description:
The reporter stated the surgeon inserted an 18.0 diopter cq2015 collamer three-piece lens and the lens was torn with the injector. The lens was removed with no patient injury. A different type lens was implanted.

Manufacturer narrative:
(B)(4).